Event description:
Damage to the pump housing around the usb port was reported, impacting the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent while the customer continued using the current pump. The customer was guided on putting the pump into storage mode and instructed to return the defective pump with a pre-paid label.